Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additionally, the reported event with the instrument could not be replicated nor confirmed. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. The instrument was fully functional.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a broken cable and loss of cautery. The procedure was completed with no reported injury.